Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.